Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multiple organ failure secondary to septic shock. Postoperative course was complicated by ongoing bleeding. A tracheostomy was performed on (B)(6) 2022. The patient continued to have dense renal failure requiring hemodialysis that looked to be unrecoverable. In the few days prior to their passing, the patient had significant setbacks with an aspiration event and decompensation requiring ventilation. The patient had declining mentation and multiple ongoing infectious issues. The patient had a minimal probability of returning to normal life. After extensive discussion with their family, in partnership with the critical care team, consensus was reached to withdraw his support. The heartmate 3 support was discontinued at 22:20 on (B)(6) 2022. The patient subsequently expired at 22:57. The death was not considered to be device related. The device operated as expected and would not return for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricle assist system (lvas), serial number: (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas IFU lists potential adverse events, including multiple types of organ failure and dysfunction (including respiratory failure and renal failure), bleeding, sepsis, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The relevant sections of the device history records were reviewed for the lvas implant kit and were found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 30jun2022. No further information was provided. The manufacturer is closing the file on this event.